Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (motor issue) issue. It was reported that the pump was randomly initiating the ¿rewind function¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 04/08/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/24/2015 with the following findings:a review of the black box data provided no evidence of a motor related issue. The pump was exercised for 24 hours, during which no motor related issues were observed: the reported issue was not duplicated. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked from the threads to the case seal and below the grip pad.